Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer cleared the alarm and subsequently a malfunction alarm occurred. The customer's blood glucose (bg) level was 310 mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.